Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having an MRI to troubleshoot an issue with therapy. The hcp suspected that the paddle lead was not the right fit in the area of the cervical spine as there may not be enough room in the epidural space. On (B)(6), even though stim wasn't turned on yet, the patient had problems when she moved certain ways. The hcp thought this was due to healing/scar tissue. After stim was turned on (B)(6), the episodes became more intense. A rep modified the stim and that improved the arms/hands, but there was intense stim in the back of the patient's head. The patient met with reps for more reprogramming since. The issue was described as extra surges/stim in the back of the patient's head that is affecting the patient's brain, ability to see, think, and concentrate. It was not taking the pain away. The hcp thought the patient was having "absent seizures." Stim was turned off and the device hadn't been charged, noting that the controller and ins both were powered down. The day prior to the report, the controller was charged up, the date/time was reset, and the implant was charged. Additional information was received from a rep. The rep stated the hcp was made aware of the patient's history of absent seizures after implant surgery. The hcp told the rep he was getting an MRI to look and see if anything mechanical was going on. The hcp saw nothing, but he wanted to wait to turn the device on at a later date. There were no device or therapy issues found in the MRI. The rep saw the patient on (B)(6) to initiate the therapy. At that time, the patient had good coverage with the therapy. The patient was educated on charging and the programmer. The system was functioning properly and the patient seemed satisfied with the initial therapy settings. The patient kept saying how much better this system was than her previous system from a different manufacturer. No further complications were reported.